Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number was not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The purpose of this study was to evaluate the results of the treatment method cement (traumacem v+) augmentation on the proximal humerus with the add-on procedure of in-situ screw augmentation in patients with fractures of the proximal humerus. The article examines many aspects of the treatment method such as the secondary screw perforation, the loss of reduction with varus misalignment and upper arm necrosis in the first position. The high age of the patients, the reduced local bone thickness in case of osteoporosis, an insufficient repositioning of the fracture, and a missing medial support on the calcar. The study examined 20 patients who were all treated with cement augmentation procedure, in-situ screw augmentation with an angle-stable plate (philos). No complication specific to the procedure were established. One patient experienced a loss of reduction and another patient initially experienced good development with the primary avital head segment, after 12 months, a partial head necrosis still appeared. This is 1 of 2 for (B)(4). This report is for an unknown philos plate. This report is for philos plate and 1 unknown patient who experienced loss of fixation 1 with partial head necrosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).